Event description:
A malfunction code was reported, and technical support provided instructions on how to reset the pump. There was no adverse impact to the customer¿s blood glucose level. After resetting the pump, the malfunction code did not recur, and the customer was advised that they could continue to use the pump, with the option to call back if any issues occurred again.